Event description:
(B)(6), my medicare prescription provider, changed my insulin pen tips to a different brand that did not inject the full amount (or possibly any) of insulin causing me to increase the amounts of insulin I used while still not receiving the dose.